Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a false negative hcg result when testing pt sample on sure-vue serum/urine hcg stat test vs. Lab method. Caller states report was rec'd from an off site lab who ran a screen on a pt who claimed to have subjected herself to a home pregnancy kit with a positive result. Attending md decided to request hcg using sure-vue serum/urine hcg stat test; it gave a negative result. The specimen was then sent to the lab for quantification using the siemens with the following data - 70,000 miu/ml.